Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the wires were so tight in their neck that it hurt to turn their head. No further complications were reported as a result of this event.